Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colono video scope was reprocessed using the incorrect connecting tube. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the colonovideoscope may have been insufficiently reprocessed due to the use of the wrong device in the mixture, potentially caused by reprocessing with an incorrect connecting tube. Olympus will continue to monitor field performance for this device.